Manufacturer narrative:
A lead replacement surgery due to lead migration was reported to abbott. The results of the investigation are inconclusive since no devices were returned for analysis. Based on the information received, a single definitive root cause was unable to be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number:1627487-2020-02174 . It was reported during follow up the patient underwent surgical intervention to explant the s1 lead. During the procedure it was noted the l5 lead had also migrated. During the procedure both leads were explanted. An additional device has been added to this report.